Manufacturer narrative:
Specimen collection and storage information were not provided. The instrument is currently performing within qc specifications with respect to controls (accuracy and precision). Previously run patient samples were rerun to confirm back to the last acceptable control run. Controls were run before the incident and recovered within assay ranges. Raw data was requested but is no longer available. No service was performed on this instrument. The root cause for the event is unknown.

Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh 500 hematology analyzer generated erroneous differential results with basophil result of 10.1%. The erroneous results were not reported out of the laboratory. Testing on an alternate instrument recovered basophil results of 65.2% and 0.8% (this event is reported in a separate report #1061932-2011-01330). A manual differential was performed with 9 basophils seen on the smear. There was no death, injury or change to patient treatment as a result of this incident.